Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges that during a tracheobronchial stent deployment procedure, the distal end of the stent had fractured. The stent was successfully removed from the patient, and a new stent was deployed. No additional patient consequences to report.